Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, bleeding occurred necessitating an emergency rollout and conversion to open chest surgery. The following information is unknown: the source and cause of the bleeding, what surgical task was being performed when the complication occurred, the estimated blood loss associated with the bleeding, and what surgical intervention was rendered to control the bleeding. The patient was discharged after the surgery was completed. Additional information has been requested; however, no response has been received.